Event description:
Surgeon was repairing an umbilical hernia. The mesh hernia patch was inserted into the patient. The ring came out. The mesh was removed without any problems. A new mesh patch was inserted and the surgery continued.